Event description:
After an implantation period of approx. 53 months, oversensing on the ventricular channel was reported. The physician decided to reprogram ICD.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 05th july 2021 and 01st march 2022 showed the gradual increase of the pacing impedance from approximately 420 ohms to 520 ohms during the recorded period. The sensing amplitude was found varying between 2.5 mv and 8 mv with a sudden increase in the middle of september 2021 to approximately greater than 8 mv. In spite of the available data, no conclusion can be drawn regarding the root cause of the reported oversensing. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.